Event description:
New information received on 3/15/2018 indicated that the right atrial lead was capped and replaced on (B)(6) 2018. The patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in-clinic for routine follow-up. Upon review, the right atrial lead exhibited lead noise. The lead noise could be reproduced with isometric testing. A lead revision is being considered but has not yet been scheduled.